Event description:
It was reported by service report that the bed exit was not sounding. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result - the bed exit alarm was not set properly at the account. Conclusion - the bed exit alarm was set and functioned to specification.